Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient fell awhile ago and when turned on, it shocks patient. No further complications were reported or anticipated.